Event description:
On (B)(6) 2013, the pt was implanted with a conformable gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. On (B)(6), it was discovered that the device had migrated and the pt underwent the additional endovascular procedure. The procedure was successfully completed. The pt's currently an in-patient. Further info and images were requested.

Manufacturer narrative:
Further info and images were requested. A review of the manufacturing records for the device is being conducted.